Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd:unknown , UDI#:unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non obstructive urinary retention . They reported that she was in the hospital. She did not say as to why and did not give a discharge date. Additional information was received from a healthcare professional (hcp). The hcp reported that when asked if the hospitalization was caused by or related to the device, therapy, and or implant procedure they said yes. Patient was having post of pain from the placement of the device. The patient was given more pain meds to help with post op pain. The issue was confirmed resolved.